Manufacturer narrative:
The returned device was evaluated. The driver tip was confirmed to have fractured off. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004485144-2016-00397.

Event description:
It was reported that the drive tip of two different plug drivers fractured while tightening the plugs. The procedure was completed with alternative instruments. The patient retained foreign bodies as the tips were not removed from the plugs. There were no reports of immediate patient injury. This is report one of two for this event.

Manufacturer narrative:
Additional information in device available for evaluation?, device evaluated by MFR?, and evaluation codes: conclusions code. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.